Manufacturer narrative:
As of the date of this report, the instrument has not been received for evaluation. Based on the information provided, the root cause of the customer reported complication cannot be determined. A follow up MDR will be submitted if additional information is received. No image or procedure video was provided for review. A review of the system logs for the event date of (B)(6) 2020 has been performed by an intuitive surgical, inc. (Isi) senior failure analysis engineer. There were no observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure a pneumothorax was identified on a post-procedure x-ray. As a result, the patient was hospitalized, and a chest tube was placed. It was reported that the pneumothorax was resolved after a chest tube was placed. Follow-up was attempted, but the missing patient information b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. Insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, a pneumothorax was identified on a post-procedure x-ray. It is unknown if the patient was symptomatic. As a result of the pneumothorax, the patient was hospitalized and a chest tube was placed. As of (B)(6) 2020, the patient was still in the hospital. The physician noted that the pneumothorax may be related to a cytology brush (a 3rd-party manufacturer product) that was used during a biopsy attempt. On 21-jan-2021, intuitive surgical, inc. (Isi) contacted the clinician and obtained the following additional information regarding the reported event: no malfunction of an ion system, instrument, or accessory occurred during the lung biopsy procedure. The clinician believes the pneumothorax would have occurred regardless of modality. The clinician also indicated that he believes ¿100%¿ that the cytology brush (a 3rd party manufacturer product) caused or contributed to the pneumothorax since it was the only tool used. The clinician does not believe an ion product caused or contributed to the pneumothorax. The lung biopsy procedure was recorded on video. In regards to questioning the size of the pneumothorax, the clinician responded, ¿you can¿t really estimate a size very well on CT. I think between 2-4cm is pretty specific. It was called moderate. I would agree with that. Didn¿t really get bigger but didn¿t get better so decision was made to put a tube in.¿ the patient had symptoms of ¿mild chest discomfort¿ and ¿mild dyspnea.¿ the patient was never medically unstable. The pneumothorax was resolved after a chest tube was placed. The patient¿s current status was noted as ¿fine¿ with ¿no issues.¿ on 22-apr-2022, intuitive surgical, inc. (Isi) contacted the clinician and obtained the following additional information regarding the reported event: the cytology brush used in this case was supertrax brush by medtronic. No needle or forceps were used in that case.